Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system failure 754" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated. During the evaluation, the lead acid battery was found to be depleted and was determined to be the cause of the reported malfunction. The operator's guide states that the device should be incorporated into a regular preventative maintenance program to insure compliance with operating specifications. According to our records, this device has not been previously serviced. This claim has been closed as battery management. Analysis of reports of this type has not identified an increase in trend.